Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 89.6% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was also received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted the device battery voltage was 2.59 volts on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached suspected premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.